Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. It was reported that a patient underwent a left-sided idiopathic ventricular tachycardia procedure (idvt) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the medical team identified that the hemostatic valve was leaking prior to the dilator being advanced. The sheath was being used on the patient when the issue was discovered. There was no physical damage noted on the hub, valve, or brim cap. No blood return was recorded. The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no water leak or bubbles were detected. A device history record evaluation was performed for the finished device number (B)(4) and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left-sided idiopathic ventricular tachycardia procedure (idvt) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the medical team identified that the hemostatic valve was leaking prior to the dilator being advanced. The sheath was being used on the patient when the issue was discovered. There was no physical damage noted on the hub, valve, or brim cap. No blood return was recorded. The vizigo sheath was exchanged and the procedure was continued. No patient consequences were reported.